Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, low impedance was observed on the atrial lead. All other electrical values were normal. No patient symptoms were reported. Device reprogramming was performed and the patient would continue to be monitored.